Manufacturer narrative:
(B)(4). Date sent: 9/12/2025. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No further information will be provided because we can¿t get any additional information from the author. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ito a, nakauchi m, fujita m, umeki y, suzuki k, serizawa a, akimoto s, watanabe y, tanaka t, shibasaki s, inaba k, uyama I, suda k. Initial clinical experiences of robotic distal gastrectomy for gastric cancer using the da vinci¿ sp system: a single-center retrospective study. Langenbecks arch surg. 2025 mar 29;410(1):110. Doi: 10.1007/s00423-025-03685-w. Pmid: 40156763; pmcid: pmc11954707. The aim of this retrospective study is to present a case of d 20 patients , 6 (30.0%) were male with gastric cancer who underwent robotic gastrectomy with dvsp from march 2023 to april 2024. All patients underwent distal gastrectomy. Also this study aimed to investigate the feasibility and safety of rg for gastric cancer using dvsp. The assistant surgeons used ligasure¿ (medtronic inc, minneapolis, mn, us) or enseal¿ (ethicon inc, raritan, nj, USA) to divide thick tissue and vessels, ds clip¿ (b braun, melsungen germany), and laparoscopic suction-irrigation device (lagis enterprise, taichung, taiwan). Reported complications: enseal (eth). Anastomotic stenosis (I) (n=?) Treatment: not reported. Afferent loop syndrome (iiia) (n=?) Treatment: not reported. Pleural effusion (ii) (n=?) Treatment: not reported. Chyle ascites (I) (n=?) Treatment: not reported. Enteritis (ii) (n=?) Treatment: not reported. In conclusion, this study revealed the safe performance of robotic distal gastrectomy with standard lymphadenectomy for clinical stage I/ii gastric cancer using dvsp. The safety of dvsp in patients with more advanced diseases, including those undergoing preoperative chemotherapy, needs to be further investigated.